Event description:
Ten days after a bone grafting procedure, a pt experienced swelling from the surgical site in the upper jaw up to the eye region. The pt was treated with sobelin (clindamycin) and incision and drainage but after one week the symptoms did not change and surgical revision of the area became necessary. Another product, not mfg by dentsply, bioguide memebrane was also used in the procedure.